Event description:
It was reported that the device exhibited error 46228. There was no patient involvement.

Manufacturer narrative:
E1: phone (B)(6) one device was received for evaluation. A review of the devices event history log (ehl) confirmed the reported error code twice. Functional testing was unable to duplicate the reported problem. No accurate cause was determined other than confirmation of error code in ehl from attached ehl report. The main board was replaced for preventive measures. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.